Event description:
It was reported that the pump was prophylactically replaced to avoid in-vivo battery depletion. There was no patient injury. The patient recovered without sequela. It was later reported that the patient didn¿t feel that the pump was working. The patient was told at the pump replacement surgery that the catheter was encased in scar tissue, so it was felt that the catheter wasn¿t working. The pump and catheter were replaced. Following the replacement surgery, the pump dose was decreased by 50% and the patient was having much better pain control than prior to the replacement surgery. It was later reported that the catheter was plugged/clogged. Prior to replacement, the patient¿s dose had been increased several times. The patient thought it was just part of the whole process because of drug resistance. The patient was ¿hysterically in pain¿ prior to replacement and the clinic kept telling her that the pump was working just fine. The patient was told that they were getting out the right amount at the pump refills. It had seemed like it was harder for them to get into the refill port. This past winter, the patient wasn¿t able to do anything but lay on the sofa because of the increased pain; it was unusual for her to be that way because normally she was very active. The patient was told that they couldn¿t pull the catheter out because of scar tissue, so they had to cut it out and put the new catheter in a new location. The patient was cut in four different places. The surgery took 5.5 hours. The patient was in the hospital for 3 days after the replacement; which was different than her past experiences with pump replacements only. Since then, the patient had a big lump/knot on her back that felt hard; the bandages hadn¿t come off yet, so the patient hadn¿t seen it yet, but it wasn¿t there before the replacement surgery. Aside from her back hurting; the new pump and catheter were helping her pain. The patient had oral medication for the back pain, but was worried that the oral medication was going to run out before her pain ran out. At one time, the device system delivered baclofen, bupivacaine, clonidine, and morphine; it was most recently delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8703w, lot# l43902, implanted: (B)(6) 1997, explanted: (B)(6) 2013, product type: catheter. Product ID: 8703w, lot# l43902, implanted: (B)(6) 1997, explanted: (B)(6) 2013, product type: catheter . (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received and it was reported that the patient¿s pain control improved a great deal after the system revision. The patient outcome was reported as ¿no injury¿.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly and that the catheter was incomplete/ returned in segments. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.